Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 03-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. There was 100% occlusion on the proximal end of left anterior descending artery (lad). Timi level 3 and 80% stenosis was noted on the distal end of the left circumflex artery. 95% stenosis was noted on the distal end, diffuse lesion on the midsection and proximal end of the right coronary artery. A 16x3.50mm promus premier drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.   Device evaluated by MFR: a 3.50 x16 mm promus premier ous mr stent delivery system was returned for analysis. A visual examination of the stent found that the first stent strut row was damaged with stent struts pulled distally. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.